Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer with additional information from a second reporting consumer, concerns (B)(6) years old male patient of unknown origin. The medical history of the patient included: low weight, urinated a lot (as reported), faint, scratch, and hospitalization for seven days due to decompensated glycemia of 300 (range and units not provided) and blood acidosis, then was diagnosed with diabetes mellitus type 1 (dm1) in (B)(6) 2013. It was reported that the patient was not taking any concomitant medications. The patient received human insulin nph (humulin n), 07 iu each morning and 03 iu each evening, patient also received; insulin lispro (humalog), 3 iu and 4 iu according to glycemia levels; human insulin regular (humulin r), 3 iu and 4 iu according to glycemia levels (reported as to substitute insulin lispro because it is less expensive). All insulins were injected via subcutaneously, for treatment of dm1 and beginning in (B)(6) 2013. Reported as since the patient started using the human insulin nph, insulin lispro and human insulin regular, via humapen luxura hd (1110g03) the patient experienced episodes of blood glucose fluctuation, which were considered serious by the company due to their medical significance. In (B)(6) 2013, the patient experienced decompensated glycemia of 30 (range and units not provided). The patient ate sugar, honey, apple and other fruits as corrective treatment. The patient did not recover from the decompensated glycemia of 30. It was also reported that since the patient started using the suspect insulins, the patient also experienced decompensated of level above 400. It was reported that patient got anxious every month and when it happens, the glycemia levels increased a lot. The patient received insulin lispro as corrective treatment for the decompensated glycemia of level above 400, however did not receive any corrective treatment for the event anxiety. The patient did not recover from the decompensated glycemia of level above 400 and anxiety. On (B)(6) 2015, around one year and seven months after human insulin nph therapy started and unknown time after insulin lispro and human insulin regular therapies started, the patient administered by an wrong dose of the insulin lispro (6iu instead 3iu) and as consequence he felt unwell, dizziness and weak legs, due to decompensated glycemia of 35 (range and units not provided). The patient ate honey and apple as corrective treatment for the decompensated glycemia of 35. The patient recovered from the decompensated glycemia of 35. On (B)(6) 2015, around one year and seven months after human insulin nph therapy started and unknown time after insulin lispro and human insulin regular therapies started, the patient experienced decompensated glycemia of 399 (range and units not provided). The patient received insulin lispro as corrective treatment for the decompensated glycemia of level above 399. The patient did not recover from the decompensated glycemia of level above 399. On (B)(6) 2015, around one year and seven months after human insulin nph therapy started and unknown time after insulin lispro and human insulin regular therapies started, the patient experienced decompensated glycemia of 249 and 366 (range and units not provided). The patient received insulin lispro as corrective treatment for the decompensated glycemia of 249 and 366. The patient did not recover from the decompensated glycemia of 249 and 366. It was also reported that on an unknown date, unknown time after insulin therapies started the patient experienced injection site induration and bleeding (when patient reach a vein when applying insulins) and also the injection site got more tender. It was unknown if the patient received any corrective treatment for the injection site induration, tender and bleeding. Outcome for the events of injection site induration, injection site hypersensitivity and injection site bleeding was unknown. It was also reported that on an unknown date, unknown time after insulin therapies started the patient experienced lack of drug effect as it was reported that the human insulin nph (batch: c339748a with pc: (B)(4), c331132a with pc: (B)(4), c331131a with pc: (B)(4)), human insulin regular (batch: c095538e with pc: (B)(4)) and insulin lispro (c253920c with pc: (B)(4)) were not having effect as it was stated that when the glycemia level increased, it increased a lot and when it decreased, it decreased a lot as well (as reported). On an unknown date, unknown time after insulin therapies started, the patient experienced injection site burning when he reused needles to apply the insulins. The mother of the patient started to use only new needles to inject the insulin as corrective treatment. The patient recovered from the injection site burning. It was also reported that the humapen luxura hd (batch: 1110g03 with pc: (B)(4)) was with its pointer stuck and it was not delivering the insulins properly. In addition was stated that on an unknown date the insulin lispro was administrated via syringe instead of humapen luxura hd. The human insulin nph therapy was continued, however the status of the human insulin regular and insulin lispro therapies were not reported. The mother of the patient and the patient were the operators of the humapen luxura hd and both were trained by the physician of the patient. It was reported that the mother of the patient used to reutilize needles but she had stopped (dates not provided). It was also reported that when the glycemia of the patient increased a lot the mother of the patient inject the insulin via syringe. The reported device and the device model had been used for approximately one year and seven months, reported as since (B)(6) 2013. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The initial reporting consumer did not relate the events of blood glucose fluctuation episodes, anxiety, and injection site burning, to the human insulin nph, human insulin regular and insulin lispro therapies (conflicting information as the reporting consumer also stated that the blood glucose fluctuation episodes were related to the lack of drug effect of the suspect insulins). The initial reporting consumer did not provide a relatedness opinion for the remaining events. The second reporting consumer did not provide any relatedness opinion. Edit (B)(6) 2015. Upon internal review on (B)(6) 2015 was corrected the listeness to events of injection site bleeding and pain to human insulin regular and human insulin nph from listed to unlisted. Edit (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned.evaluation summarythe mother of a male patient reported that her son's humapen luxura hd device was jammed, did not deliver the correct dose and leaked after injection from the device. He experienced fluctuations in his blood glucose. Investigation of the returned device (batch 1110g03, manufactured october 2011) found that the injection screw was locked up with glass remnants present. Additional functional testing was not possible since the injection screw was locked. The glass remnants were consistent with foreign material introduced into the device while in the field. Malfunction confirmed. Additionally, 9 insulin cartridges were returned with the device. Out of the 9 cartridges, 4 of the cartridges were broken. Investigation of the broken cartridges found that the damage was not associated with the manufacturing process, but likely occurred after leaving the control of eli lilly.there is evidence of improper use. The consumer stated needles were reused historically, although is unknown if this is relevant to the complaint of fluctuating blood glucose.

Event description:
(B)(4).this spontaneous case, reported by a consumer with additional information from a second reporting consumer, concerns (B)(6) years old male patient of unknown origin.the medical history of the patient included: low weight, urinated a lot (as reported), faint, scratch, and hospitalization for seven days due to decompensated glycemia of 300 (range and units not provided) and blood acidosis, then was diagnosed with diabetes mellitus type 1 (dm1) in (B)(6) 2013. It was reported that the patient was not taking any concomitant medications.the patient received human insulin nph (humulin n), 07 iu each morning and 03 iu each evening, patient also received; insulin lispro (humalog), 3 iu and 4 iu according to glycemia levels; human insulin regular (humulin r), 3 iu and 4 iu according to glycemia levels (reported as to substitute insulin lispro because it is less expensive). All insulins were injected via subcutaneously, for treatment of dm1 and beginning in (B)(6) 2013. In (B)(6) 2013, reported as since the patient started using the human insulin nph, insulin lispro and human insulin regular, via humapen luxura hd ((B)(4)) the patient experienced episodes of blood glucose fluctuation, which were considered serious by the company due to their medical significance. In (B)(6) 2013 the patient experienced decompensated glycemia of 30 (range and units not provided). The patient ate sugar, honey, apple and other fruits as corrective treatment. The patient did not recover from the decompensated glycemia of 30. It was also reported that since the patient started using the suspect insulins, the patient also experienced decompensated of level above 400. It was reported that patient got anxious every month and when it happens, the glycemia levels increased a lot. The patient received insulin lispro as corrective treatment for the decompensated glycemia of level above 400, however did not receive any corrective treatment for the event anxiety. The patient did not recover from the decompensated glycemia of level above 400 and anxiety. On (B)(6) 2015, around one year and seven months after human insulin nph therapy started and unknown time after insulin lispro and human insulin regular therapies started, the patient administered by an wrong dose of the insulin lispro (6iu instead 3iu) and as consequence he felt unwell, dizziness and weak legs, due to decompensated glycemia of 35 (range and units not provided). The patient ate honey and apple as corrective treatment for the decompensated glycemia of 35. The patient recovered from the decompensated glycemia of 35. On (B)(6) 2015, around one year and seven months after human insulin nph therapy started and unknown time after insulin lispro and human insulin regular therapies started, the patient experienced decompensated glycemia of 399 (range and units not provided). The patient received insulin lispro as corrective treatment for the decompensated glycemia of level above 399. The patient did not recover from the decompensated glycemia of level above 399. On (B)(6) 2015, around one year and seven months after human insulin nph therapy started and unknown time after insulin lispro and human insulin regular therapies started, the patient experienced decompensated glycemia of 249 and 366 (range and units not provided). The patient received insulin lispro as corrective treatment for the decompensated glycemia of 249 and 366. The patient did not recover from the decompensated glycemia of 249 and 366. It was also reported that on an unknown date, unknown time after insulin therapies started the patient experienced injection site induration and bleeding (when patient reach a vein when applying insulins) and also the injection site got more tender. It was unknown if the patient received any corrective treatment for the injection site induration, tender and bleeding. Outcome for the events of injection site induration, injection site hypersensitivity and injection site bleeding was unknown. It was also reported that on an unknown date, unknown time after insulin therapies started the patient experienced lack of drug effect as it was reported that the human insulin nph (batch: c339748a with pc: 3283605, c331132a with pc: 3283610, c331131a with pc: 3283614), human insulin regular (batch: c095538e with pc: 3283603) and insulin lispro (c253920c with pc: 3283595) were not having effect as it was stated that when the glycemia level increased, it increased a lot and when it decreased, it decreased a lot as well (as reported). On an unknown date, unknown time after insulin therapies started, the patient experienced injection site burning when he reused needles to apply the insulins. The mother of the patient started to use only new needles to inject the insulin as corrective treatment. The patient recovered from the injection site burning. It was also reported that the humapen luxura hd (batch: 1110g03 with pc: 3283590) was with its pointer stuck and it was not delivering the insulins properly. In addition was stated that on an unknown date the insulin lispro was administrated via syringe instead of humapen luxura hd. The human insulin nph therapy was continued, however the status of the human insulin regular and insulin lispro therapies were not reported.the mother of the patient and the patient were the operators of the humapen luxura hd and both were trained by the physician of the patient. It was reported that the mother of the patient used to reutilize needles but she had stopped (dates not provided). It was also reported that when the glycemia of the patient increased a lot the mother of the patient inject the insulin via syringe. The reported device and the device model had been used for approximately one year and seven months, reported as since (B)(6) 2013. The device was returned on (B)(6) 2015.the initial reporting consumer did not relate the events of blood glucose fluctuation episodes, anxiety, and injection site burning, to the human insulin nph, human insulin regular and insulin lispro therapies (conflicting information as the reporting consumer also stated that the blood glucose fluctuation episodes were related to the lack of drug effect of the suspect insulins). The initial reporting consumer did not provide a relatedness opinion for the remaining events. The second reporting consumer did not provide any relatedness opinion.edit 31mar2015. Upon internal review on 31mar2015 was corrected the listeness to events of injection site bleeding and pain to human insulin regular and human insulin nph from listed to unlisted.edit 31mar2015: upon review of this case on 31mar2015, the case was opened to update the medwatch fields for regulatory reporting.update 30apr2015: additional information received on 30apr2015 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to yes/not cirm; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.